Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump and advised that they could continue using it, with instructions to call back if the malfunction code recurred.